Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5026500) in united states on 20-sep-2012. It describes the occurrence of severe back pains, severe bleeding, cramping, dizziness, fainting, sharp pains (all events occurred immediately after essure was implanted), got pregnant, and device ineffective in a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. No information given on patient's history, past drugs and concurrent conditions. It is unknown whether the patient received any concomitant medication. On (B)(6) 2011 the patient had essure (fallopian tube occlusion insert) inserted at unk. It was unknown whether essure was used previously. It was also stated that essure was inserted on (B)(6) 2011. Three months after implantation of essure, x-ray was done and showed that it was a success. However, immediately after essure was implanted, patient presented severe back pains, severe bleeding, cramping, dizziness, fainting and sharp pains, for 10 months up until device was explanted on (B)(6) 2012. In 2012, patient also got pregnant, in spite of using essure. When sonogram was done, baby had severe birth defects, and neurological issues (please refer to case number) that she had to terminate the pregnancy. Diagnosis of baby is exposure to carcinogen, which is the nickel in the essure, per patient and the body's reaction to it. Per patient, she hasn't had this with her other children and the only exposure she had was the essure still implanted in her. In 2012, patient had a total hysterectomy done to remove the essure. She alleged that the side effects of getting pregnant and birth defects, the need for a nickel allergy test is not disclosed in the pamphlet/ insert. Physician reported that patient's symptoms were not related to essure. Addendum: this case was converted from the conceptus database into (B)(4) on 12-dec-2013. The medical content of the case was not changed. Follow up 17-feb-2016: follow up information was received from a non-health professional. New reporter added. Immediately after placement of the devices, the consumer began having health issues (headaches, excessive tiredness, fainting, cramping) as if in labor, horrible periods, back pain, stabbing pains etc. Follow-up information received on 06-may-2016. A legal claim was received. Case is now incident. Plaintiff was implanted on or about 20-sep-2011. Subsequent to implantation with essure, this plaintiff began to suffer from severe pelvic pain and extreme menstrual changes, dizziness, and back pain. Plaintiff subsequently became pregnant and terminated the pregnancy. Plaintiff also had to have a hysterectomy as a result of essure. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had severe bleeding immediately after essure was implanted and got pregnant with essure. According to additional information, this case became legal and pelvic pain and other non-serious events were informed. Severe bleeding immediately after essure was implanted and pelvic pain are serious due to medical importance. Pregnancy with contraceptive device is non-serious. The events are listed in essure reference safety information and non-incidents. After essure's insertion abnormal genital bleeding and pelvic pain may occur. In this particular case, after essure was implanted patient presented severe bleeding and pelvic pain. Considering the events' nature and the compatible temporal relationship the causality cannot be excluded. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. The failure rate may be increased due to patient non-compliance. In this particular case, patient became pregnant about one year after essure insertion. Given the information received and in the lack of alternative explanation, the device ineffective was assumed and the event was considered related to essure. Upon receipt of legal claim, it was informed that the plaintiff had a hysterectomy due to essure. This case was then classified as incident. A technical analysis is being sought.

Manufacturer narrative:
Follow up information received on 01-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events and lack of efficacy are a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had severe bleeding immediately after essure was implanted and got pregnant with essure. According to additional information, this case became legal and pelvic pain and other non-serious events were informed. Severe bleeding immediately after essure was implanted and pelvic pain are serious due to medical importance. Pregnancy with contraceptive device is non-serious. The events are listed in essure reference safety information and other event. After essure's insertion abnormal genital bleeding and pelvic pain may occur. In this particular case, after essure was implanted patient presented severe bleeding and pelvic pain. Considering the events' nature and the compatible temporal relationship the causality cannot be excluded. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. The failure rate may be increased due to patient non-compliance. In this particular case, patient became pregnant about one year after essure insertion. Given the information received and in the lack of alternative explanation, the device ineffective was assumed and the event was considered related to essure. Upon receipt of legal claim, it was informed that the plaintiff had a hysterectomy due to essure. This case was then classified as incident. The technical investigation concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5026500) on 20-sep-2012. The most recent information was received on 15-nov-2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / severe and persistent pelvic pain / pain"), pregnancy with contraceptive device ("got pregnant/unintended pregnancy"), autoimmune thyroiditis ("hashimotos disease / autoimmune disease"), genital haemorrhage ("severe bleeding immediately after essure was implanted / bleeding excessively/heavy bleeding"), foetal growth abnormality ("injury to fetus/suspected fetal hand/arm anomaly"), abortion threatened ("threatened abortion, antepartum/sac looked abnormal indicative of miscarriage") and dysfunctional uterine bleeding ("menstrual abnormality dub") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included breast prosthesis implantation, gravida ii, parity 3, d & c and cystoscopy. Concurrent conditions included body mass index normal, dysmenorrhea, anesthesia and urinary incontinence. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant) with fatigue, stress, hypothyroidism, lethargy and weight loss poor, genital haemorrhage (seriousness criterion medically significant), foetal growth abnormality (seriousness criterion medically significant), abortion threatened (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), abdominal pain lower ("cramping, sharp pains and stabbing pains immediately after essure was implanted"), back pain ("severe back pains immediately after essure was implanted /severe and persistent back pain"), dizziness ("dizziness immediately after essure was implanted / dizzy"), syncope ("fainting immediately after essure was implanted"), headache ("headaches"), menstrual disorder ("extreme menstrual changes "), fall ("fall at work"), inflammation ("entire body inflammation"), abdominal distension ("bloating"), arthralgia ("joint pain"), allergy to metals ("allergic to nickel /hypersensitivity reaction to nickel") with ear swelling and ear pruritus, night sweats ("night sweats"), migraine ("migraines"), myalgia ("muscle pain"), stress urinary incontinence (" developed stress incontinence") and mental disorder ("psychological and emotional devastation /aggravated any psychiatric and/or psychological conditions"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant) with fatigue, stress, hypothyroidism, lethargy and weight loss poor, genital haemorrhage (seriousness criterion medically significant), foetal growth abnormality (seriousness criterion medically significant), abortion threatened (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), abdominal pain lower ("cramping, sharp pains and stabbing pains immediately after essure was implanted"), back pain ("severe back pains immediately after essure was implanted /severe and persistent back pain"), dizziness ("dizziness immediately after essure was implanted / dizzy"), syncope ("fainting immediately after essure was implanted"), headache ("headaches"), menstrual disorder ("extreme menstrual changes "), fall ("fall at work"), inflammation ("entire body inflammation"), abdominal distension ("bloating"), arthralgia ("joint pain"), allergy to metals ("allergic to nickel /hypersensitivity reaction to nickel") with ear swelling and ear pruritus, night sweats ("night sweats"), migraine ("migraines"), myalgia ("muscle pain"), stress urinary incontinence (" developed stress incontinence") and mental disorder ("psychological and emotional devastation /aggravated any psychiatric and/or psychological conditions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with ibuprofen, surgery (underwent robotic assisted laparoscopic total vaginal hysterectomy with bilateral salpingo-poophorec), surgery (therapeutic abortion). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, foetal growth abnormality, abortion threatened, dizziness, abdominal distension and night sweats had resolved, the pregnancy with contraceptive device, dysfunctional uterine bleeding, abdominal pain lower, back pain, syncope, headache, menstrual disorder, fall, inflammation, arthralgia, allergy to metals, migraine, myalgia, stress urinary incontinence and mental disorder outcome was unknown and the autoimmune thyroiditis had not resolved. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abdominal distension, abortion threatened, allergy to metals, arthralgia, autoimmune thyroiditis, dysfunctional uterine bleeding, fall, foetal growth abnormality, headache, inflammation, menstrual disorder, mental disorder, migraine, myalgia, night sweats, pelvic pain and stress urinary incontinence to be related to essure. The reporter provided no causality assessment for abdominal pain lower, back pain, dizziness, genital haemorrhage, pregnancy with contraceptive device and syncope with essure. The reporter commented: pfs - patient received medical treatment for hashimoto's disease, severe, persistent pelvic and back pain, cramping and bleeding, unintended pregnancy with severe complication/ birth defects. Current weight: (B)(6). Mr - coils counted and within 38 perameters. The patient tolerated removal procedure well. She said, the essure devices I received contain nickel, which is a teratogen. Nickel can cause allergic reaction in the body as well as birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure inserts appearing in satisfactory placement. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound scan - on (B)(6) 2012: confirmed pregnancy; on (B)(6) 2012: gestational sac was abnormal. Three months after implantation of essure, x-ray was done and showed that it was a success. When sonogram was done, baby had severe birth defects, and neurological issues. (B)(6) 2011 : hysterosalpingogram : bilateral satisfactory tubal occlusion at the tubocomual junctions on both sides. (B)(6) 2012 : obstetric ultrasound report : first trimester screening - so far technically negative ,fetus is size/date appropriate. A left arm and hand defect is suspected today and possibly some milder right hand abnormal posturing. Almost like extreme radial clubbing of the hand on left and milder but present on right as well left arm too difficult to ascertain boy structure of that forearm yet. (B)(6) 2012: repeat sonography : menstrual abnormality dub, threatened abortion antepartum. (B)(6) 2012 : first trimester obstetrical ultrasound : single intrauterine gestational sac with mean gestational sac size of 2.1 cm corresponding with mean gestational age of 6 weeks 4 days. (B)(6) 2012 : tension-free vaginal tape,obturator approach. Cystoscopy. : cystoscopy was performed. No injury to the bladder or urethra was noted. (B)(6) 2012 : specimen : on cut section, the anterior and posterior myometrium average 2.0 cm thickness. Within both cornua, and extending to the insertion point of the fallopian tube, there are tightly coiled metallic wires, consistent with essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events and lack of efficacy are a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-nov-2017: follow up received from pfs and mr-events added. Event "severe pelvic pain / severe and persistent pelvic pain, severe bleeding immediately after essure was implanted, dizziness immediately after essure was implanted / dizzy, "outcome updated to recovered/resolved,historical condition, lab data added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5026500) on 20-sep-2012. The most recent information was received on 20-apr-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / severe and persistent pelvic pain / pain"), pregnancy with contraceptive device ("got pregnant/unintended pregnancy with severe complications/birth defects"), autoimmune thyroiditis ("hashimoto¿s disease / autoimmune disease"), genital haemorrhage ("severe bleeding immediately after essure was implanted / bleeding excessively/heavy bleeding"), foetal damage ("injury to fetus/suspected fetal hand/arm anomaly"), abortion threatened ("threatened abortion, antepartum/sac looked abnormal indicative of miscarriage") and dysfunctional uterine bleeding ("menstrual abnormality dub") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included breast prosthesis implantation, multigravida, parity 3, d & c and cystoscopy. Previously administered products included for an unreported indication: oral contraceptive from 1990 to 2010. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, dysmenorrhea, anesthesia and urinary incontinence. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant) with fatigue, stress, hypothyroidism, lethargy and weight loss poor, genital haemorrhage (seriousness criterion medically significant), foetal damage (seriousness criterion medically significant), abortion threatened (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), abdominal pain lower ("cramping, sharp pains and stabbing pains immediately after essure was implanted"), back pain ("severe back pains immediately after essure was implanted /severe and persistent back pain"), dizziness ("dizziness immediately after essure was implanted / dizzy"), syncope ("fainting immedicately after essure was implanted"), headache ("headaches"), menstrual disorder ("extreme menstrual changes "), fall ("fall at work"), inflammation ("entire body inflammation"), abdominal distension ("bloating"), arthralgia ("joint pain"), allergy to metals ("allergic to nickel /hypersensitivity reaction to nickel") with ear swelling and ear pruritus, night sweats ("night sweats"), migraine ("migraines"), myalgia ("muscle pain"), stress urinary incontinence (" developed stress incontinence"), mental disorder ("psychological and emotional devastaton /aggravated any psychiatric and/or psychological conditions") and hormone level abnormal ("hormonal imbalance"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with ibuprofen, thyroid (armour thyroid), surgery (da vinci hysterectomy and bilateral salpingo-oophorectomy), surgery (therapeutic abortion), surgery (therapeutic abortion) and surgery (therapeutic abortion). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, foetal damage, abortion threatened, dizziness, abdominal distension, night sweats and hormone level abnormal had resolved, the pregnancy with contraceptive device, dysfunctional uterine bleeding, abdominal pain lower, back pain, syncope, headache, menstrual disorder, fall, inflammation, arthralgia, allergy to metals, migraine, myalgia, stress urinary incontinence and mental disorder outcome was unknown and the autoimmune thyroiditis had not resolved. The pregnancy outcome was reported as therapeutic abortion. The reporter provided no causality assessment for abdominal pain lower, back pain, dizziness, genital haemorrhage, pregnancy with contraceptive device and syncope with essure. The reporter considered abdominal distension, abortion threatened, allergy to metals, arthralgia, autoimmune thyroiditis, dysfunctional uterine bleeding, fall, foetal damage, headache, hormone level abnormal, inflammation, menstrual disorder, mental disorder, migraine, myalgia, night sweats, pelvic pain and stress urinary incontinence to be related to essure. The reporter commented: pfs - patient received medical treatment for hashimoto;s disease, severe, persistent pelvic and back pain, cramping and bleeding, unintended pregnancy with severe complication/ birth defects current weight: 133 lbs. Mr - coils counted and within 3¿8 perameters. The patient tolerated removal procedure well. She said, the essure devices I received contain nickel, which is a teratogen. Nickel can cause allergic reaction in the body as well as birth defects. Per social media: all the issues she had have disappeared with the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure inserts appearing in satisfactory placement pregnancy test urine - on (B)(6) 2011: negative ultrasound scan - on (B)(6) 2012: confirmed pregnancy; on (B)(6) 2012: gestational sac was abnormal three months after implantation of essure, x-ray was done and showed that it was a success. When sonogram was done, baby had severe birth defects, and neurological issues. (B)(6) 2011 : hysterosalpingogram : bilateral satisfactory tubal occlusion at the tubocomual junctions on both sides. (B)(6) 2012 : obstetric ultrasound report : first trimester screening - so far technically negative,fetus is size/date appropriate.a left arm and hand defect is suspected today and possibly some milder right hand abnormal posturing. Almost like extreme radial clubbing of the hand on left and milder but present on right as well left arm too difficult to ascertain boy structure of that forearm yet. (B)(6) 2012 : repeat sonography : menstrual abnormality dub, threatened abortion antepartum. (B)(6) 2012 : first trimester obstetrical ultrasound : single intrauterine gestational sac with mean gestational sac size of 2.1 cm corresponding with mean gestational age of 6 weeks 4 days. (B)(6) 2012 : tension-free vaginal tape,obturator approach.cystoscopy. : cystoscopy was performed. No injury to the bladder or urethra was noted. (B)(6) 2012 : specimen : on cut section, the anterior and posterior myometrium average 2.0 cm thickness. Within both cornua, and extending to the insertion point of the fallopian tube, there are tightly coiled metallic wires, consistent with essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media: confirming: foetal damage, abortion threatened, nickel allergy, dysmenorrhea, dizziness, back pain and pregnancy with contraceptive device." Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events and lack of efficacy are a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2018: reporter information was updated. Event: hormonal imbalance was added. She had recovered for the event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4).